Event description:
After the procedure, the device failed to work properly requiring the need for another device to be used. The device was reported as being defective. There were no ill sequelae to the patient.